Manufacturer narrative:
(B)(4). Date sent: 2/5/2026. B3: only event year known: 2026. D4: batch #unk. Additional information was requested, and the following was obtained: 1. What steps were taken to open the jaws? (Pull open the closing trigger, press home button, use bailout). She pressed the home button, and as the knive did not retract, she used the manual override. 2. If the home button was pressed, did the knife fully return to its home position? No, the knife didn´t fully return. 3. If the jaws could not be opened, how was the device removed? Using the manual override. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ech60s lot number a9844h and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoidectomy procedure, it was observed that the device stapled and cut, but the blade did not return to its initial position, would not fire. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.